Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient stopped charging the ipg and the ipg would not communicate. Troubleshooting was attempted, but the ipg would still not communicate with external devices. The patient does not have therapy. As a result, surgical intervention may occur.

Manufacturer narrative:
The results of the investigation are inconclusive, and the root cause of the reported incident is unknown as the device was not returned for analysis

Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion.  Based on the information received, the cause of the reported incident is related to user error.

Event description:
Additional information indicates the patient had their ipg explanted and replaced on (B)(6) 2020 which resolved the issue